Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed damage to and contamination around the force sensor plate. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of prime had occurred which could not be duplicated during testing. There was no indication of loss of cartridge detection. The pump was exercised for 24 hours with no issues occurring. Evaluation revealed that the force sensor plate was physically damaged, and there was evidence of contamination found around the force sensor plate.